Event description:
It was reported that the tip of an ozark threaded screw driver fractured during intra-operative implant insertion. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Manufacturer narrative:
A visual inspection was performed and the tip of the device was confirmed to be fractured. Tip did not completely fracture off. Rotational deformation is observed just distal and proximal to fracture. Deformation direction indicates that driver tip fractured during screw insertion. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. Complaint history record review was performed for this lot, and 1 similar complaint of similar failure mode of fractured tip of outer shaft was identified. The ozark surgical technique guide was reviewed: ¿the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw.¿ ¿note: the threaded driver must be used with the 12-in lbs. Torque limiting handle. If the instrument is subjected to a force greater than 12 in lbs., then it may result in device damage.¿ it could not be determined if torque limiting handle was used as additional information was not available after three attempts. Due to no additional information received from the field the root cause could not be determined conclusively. Deformation observed indicates most likely root cause to be excessive torque, potentially due to not using torque limiting handle. However, this could not be confirmed.

Event description:
It was reported that the tip of an ozark threaded screw driver fractured during intra-operative implant insertion. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.